Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was not responsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states that battery life was diminished and insulin pump was louder and rattles by the reservoir its worn down there was debre under screen. The reservoir will not be returned for analysis.